Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) in more than a single episode for a possible atrial arrhythmia with rapid ventricular response that was detected in the ventricular tachycardia (vt) zone. Review of the stored episodes noted that the atp accelerated the rhythm into the ventricular fibrillation (vf) zone and a shock was then delivered and converted the arrhythmia in each episode. The patient then contacted technical services (ts) with report of receiving shock therapy with no additional symptoms. Ts referred the patient to their physician for further information. No additional adverse patient effects were reported. This device remains in service.